Event description:
It was reported that the target lesion was located in the right renal artery. Predilatation was not done. A 7f catheter was used and a herculink 7.0 x 15 mm stent was deployed, however, post deployment, an artery dissection was noticed. A herculink 6.0 x 12 mm was used to seal the dissection and completed the case. Reportedly, the pt is doing fine. No additional info was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Additional non-surgical treatment was performed via percutaneous coronary intervention (pci) to treat the dissection. Although, a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that pre-dilatation was not performed. It should be noted that the instructions for use states: "pre-dilate the lesion with an appropriate size pta catheter." In this case, it may be possible that failing to pre-dilate the lesion site contributed to the reported dissection.